Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the surgeon had posed a matrixrib plate and 4 screws after a resection of some centimeters of the medium arch of the 11th d rib. It was 2 weeks ago from the declaration of the incident. The patient returned to his/her surgeon 4 days after for a tumefaction of the thoracic wall. The surgeon thought about a simple pulmonary hernia and decided a recovery of the patient. During the recovery, the surgeon observed that the 2 anterior screws were pulled off. With respiratory moves, the plate had an important amplitude, creating a "important" pulmonary hernia because of the supra-diaphragmatic fringe of the lower lobe had enough place to go out (the surgeon wondered if the diaphragm swaggered). The most distal screw was vaguely in position but the bone around the screw thread pulled off. Regarding the screw beside, it was found in the muscle of the wall and the 2 proximal screws were solid. The surgeon posed a vicryl plate in order to clog the hole and to re-fix the plate at the anterior part by making a strapping with large non resorbable thread. The patient did not lift a heavy load and thought the screws pulled off after a coughing effort. Concomitant device reported: unk - matrixrib plate (part # unknown; lot # unknown; quantity: 1), unk - screws: matrixrib (part # unknown; lot # unknown; quantity: 2). This report is for one (1) 2.9mm ti matrixrib lckng screw self-tapping/8mm. This is report 1 of 2 for complaint (B)(4).